Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the error: "x-ray not available call service. During troubleshooting fse found that the ip-pc was not powering up due to hardware or mechanical issues. Fse replaced the ip-pc . After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that unit was receiving no power from psu, after replacement issue was resolved. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message: "x-ray not available call service." And x-ray was not possible. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc. The device was returned to expected functionality.